Event description:
It was reported that cartridge was damaged at pigtail. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer treated high blood glucose with correction injection by multiple daily injections. Customer loaded a new cartridge to address the issue.